Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) battery in use even when unit is plugged in. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) could not verify the issue and later when they turned the main power switch back on, the message went away and the unit was able to charge the batteries. Perform full pm, safety, calibration, and functionality checks passed factory specifications. Returned to clinical service upon completion. No patient involvement was reported.